Event description:
It was reported that there was high impedance of greater than 2000 ohms. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that there was oversensing, noise, increased threshold, and a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.